Event description:
It was reported that this right ventricular lead exhibited noise. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that low pacing impedance measurements, oversensing and pacing inhibition were observed on the patient. The root cause of this has been able to be confirmed. Further evaluation of the patient was discussed. This lead remains in service.